Event description:
It was reported that the temperature sensor was not stable, unit does not start. The fault was detected before the equipment was installed on a patient. No patients were involved in the incident.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Functional testing was performed and confirmed the reported problem. No visual testing was performed. The root cause was a defective hose. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.